Manufacturer narrative:
Registration number 3009092818. Exemption number (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2016, in order to remove the abutment. Topical antibiotics were applied following the procedure. The implanted device remains.